Event description:
It was reported that the patient's system was explanted in an elective procedure because she never received adequate pain relief. There was no injury and the patient recovered without sequela. Additional review determined this event was also reported under MFR. Rep. # 3004209178-2011-01003. All future follow-up will be conducted under this MFR report number.

Manufacturer narrative:
Lead model 377860, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010; lead model 377860, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4). Analysis of the neurostimulator model 37713, serial (B)(4) found no anomaly. Analysis of the leads model 377860, serials (B)(4) and (B)(4) found no significant anomalies. The leads were cut and segmented during explant. Continuity was acceptable on all segments.